Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported abutment screw was not returned. Since the reported product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item # (IFU/rmf). The associated unknown implant was not returned. It was reported to be in tact and still seated in the patient's mouth. The complaint alleged that an unknown certain implant was involved in the screw fracture event. This event has been previously investigated and likely probable cause is parafunction over the implantation period. The complaint category for this complaint is dental : functional : fracture : screw and it is monitored and trended through post market tending. The reported abutment screw was located on tooth # 11 and was used for for an unknown duration. The unknown certain implant was implanted for approximately 12 years. Pictures or x-ray images were not provided. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported that the screw for the implant at tooth site #11 is broken/stuck and remains in the implant. This is an inherited case, no information on implant available at this time. The implant was placed 12 years ago and remains well seated and intact. The patient to return for screw removal and crown placement. The reported abutment screw was not returned and the reported complaint could not be verified as no pictures or objective evidence was provided by the customer. A root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer , h6: evaluation codes. The following sections have been corrected: d11: concomitant medical products and therapy dates,

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the abutment screw is broken/stuck and remains in the implant. The patient will return for screw removal and crown placement.